Event description:
Complaint alleges that circuit would not pass est test. The circuit was being tested on a npb 840 ventilator. No pt injury reported.

Manufacturer narrative:
Eval: method: device history record (DHR) review performed. Results: DHR review showed that no issues or discrepancies were found which could potentially relate to this complaint. The product was assembled and inspected according to specifications. The reported complaint could not be confirmed due to lack of sample. Conclusions: device not returned. No eval will be performed. If add'l info and/or sample is rec'd, a f/u report will be sent.